Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The treatment procedure was canceled and postponed till the next day when it was completed successfully. The customer did not request philips service for this event. A philips field service engineer (fse) supported in calling the customer and getting the information. The customer refused to provide information regarding the investigation and repair as the system is out of warranty. Therefore, no additional investigation or corrective action was possible or has been provided by philips. Based on the information provided by the customer, the device was still in use. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.